Event description:
Date notified: 02/2002. A model 304 suction system failed to operator when installed in a new ambulance. An inspection of the device revealed that the spring and brush on the motor had disconnected. The device was repaired and returned to the ambulance manufacturer. No pt was involved at the time of the failure.